Event description:
Reference number (B)(4). Event occurred in the united kingdom. On (B)(6) 2025 parent reporting that their child's blood glucose has been elevated since yesterday, despite the insulin pump apparently delivering insulin. The parent has been experiencing issues with meal boluses not being delivered since last night and has been using the boost function, which seems to be the only intervention effectively lowering the glucose levels. The has been experiencing high glucose readings since yesterday, and this morning there was an occlusion that the parent cleared. The only notable change was that yesterday the pump was temporarily removed for swimming lessons. The parent typically administers bolus insulin a few minutes before meals, the parent maintains regular contact with their healthcare provider. During the call, glucose levels were rising to 383mg/dl by the end, with ketones at 0.7 mmol/l. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4) the batch 6008187, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 26-sep-2025 against "final reporting decision" equal "serious injury and death", "lot number" criteria equal lot number "6008187". The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6008187 was manufactured according to the work instruction (wi) version 12 and packaged in the linea 06 on 14-jul-2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. The sub-assembly, gluing of tubing of the lot 4g01011 manufactured in the machine sco2, on 12-jul-2024, with a total of (B)(4) units. Gluing of tubing of the lot 4g01012 manufactured in the machine sc02, on 14-jul-2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: in order to test the product, no photo or physical sample was provided, therefore, the reference samples from the lot have been requested. Visual test according to (wi) version 3 on reference samples, 10 samples out 10 samples passed the test. Functional test air flow according to (wi) version 2 on reference samples, 10 samples out 10 samples passed the test, for the code occlusion (source/cause cannot be identified, only use when a specific malfunction cannot be determined). No t/s, inconclusive t/s, or partial t/s done, refer to cannot be determined cannot be determined. No escalation required conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no defect on test of reference samples. No non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.